Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 7.0x150 135cm charger balloon catheter was selected for dilatation however during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 7.0x120mm charger balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was blood visible within the balloon which is indicative of a leak. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified in the mid-body of the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the profiles of the markerbands. A visual and tactile examination found that the shaft was stretched at various locations along its length. This stretching is consistent with excessive tensile force having been applied to the shaft, possible occurring during the withdrawal of the device from the patient. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 7.0x150 135cm charger¿ balloon catheter was selected for dilatation however during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 7.0x120mm charger balloon. No patient complications were reported and the patient's status was fine.